Manufacturer narrative:
Product analysis confirmed that a section of the coating was shaved off exposing the core wire. The evidence indicates that the guidewire was exposed to a sharp edge. The IFU for the aqwire states, "caution: avoid manipulating or withdrawing the hydrophilic guidewire back through a metal needle or cannula. A sharp edge may scrape the coating or shear the guidewire. A catheter introducer sheath or vessel dilator should replace the needle as soon as the guidewire has been inserted in the vessel".

Event description:
The aqwire coating removed from the core after insertion through the needle. Nothing remained in the pt.